Manufacturer narrative:
It was reported that the customer was initiating ECMO on a patient and after connected to the cannulas with the pump fully primed, the rpms were increased to 1600 and the drainage side was unclamped and the return side too, but the pump still did not generate any flow. The priming was without any issues. The customer troubleshooted but could not generate any forward flow. The failure could not be replicated by the customer with a simulation circuit. No harm to any person has been reported. Further information received on 2025-01-16 that the cardiohelp was exchanged during treatment while using the emergency drive. As no forward flow could be generated after connected to the patient and the cardiohelp needed to be replaced, a report is required. A getinge field service technician (fst) was sent for investigation on 2025-01-22/23. The failure was not reproducible, no part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no error message could be confirmed on the date of event. As the failure was not reproducible and no part was replaced an exact root remains unknown. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong flow / no flow information e. G.:- disturbed flow sensor- connection of non-compatible sensor - response time is too long. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. Referring to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2024-10-09 for the period of 2015-04-20 to 2024-10-09. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-04-20. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "no flow" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID#: (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in USA during treatment. It was reported that the customer was initiating ECMO on a patient and after connected to the cannulas with the pump fully primed, the rpms were increased to 1600 and the drainage side was unclamped and the return side too, but the pump still did not generate any flow. The priming was without any issues. The customer troubleshooted but could not generate any forward flow. The failure could not be replicated by the customer with a simulation circuit. No harm to any person has been reported. As no forward flow could be generated after connected to the patient, a report is required. Complaint ID# (B)(4).